Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Manufacturing documentation was reviewed and no contributing factors to the complaint could be identified. A test protocol was executed using retained samples of the reagent. All validity and acceptance criteria were met. This demonstrates that the lot is performing acceptably. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false positive architect total bhcg result result of 5217.6 miu/ml was generated for a patient sample (ID (B)(6)) that retested negative at 2.59 miu/ml. No adverse impact to patient management was reported.